Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was over 400mg/dl. Infusion set site changes were performed to address the bg level and the bg levels were managed by the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.